Manufacturer narrative:
H6: evaluation codes update. Two videos were provided for the investigation. The reported problem was confirmed. The root cause cannot be determined from the videos. If the sample is returned, the investigation will be reopened for further evaluation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there were two critical issues were found during the initial inspection: a large whitish particle and a large fiber. No further issues were found during re-inspection. There was no patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.